Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 338mg/dl. Reportedly, the customer performed their own troubleshooting and found the occlusion to be within the infusion tubing. Tandem technical support (cts) reviewed the customer's pump logs and found that the occlusion alarms occurred after the customer had been using the cartridge past labeling; on average, the customer used cartridges for up to 6 days. Cts educated the customer in using supplies per labeling to address the occlusion alarms.